Event description:
The patient's nurse told me she found one of the patient's central lines broken and leaking in the bed. She was not sure how long it had been broken. The line was leaking, and blood had backed into it. She found that the piece that had broken off of the introducer stopcock left the line both contaminated and open to risk for air entrainment. At the time of discovery, there was no air in the line, only a carrier leaking and blood backing up. The patient was hemodynamically and otherwise stable. She clamped off the line and alerted the team and me to this. The line was removed shortly thereafter as the patient had more than adequate access otherwise. Manufacturer response for terumo pinnacle introducer sheath, pinnacle® roii introducer sheath (per site reporter). Our materials management department will alert the company representative and offer the device for evaluation.